Event description:
It was reported that the pump declared an altitude alarm due to a loss of air pressure on an airplane, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer addressed this by administering a correction bolus via the pump and did not require third-party assistance. Technical support instructed the customer to reset the pump and reload the same cartridge, allowing them to resume insulin therapy.